Manufacturer narrative:
Device was received in used condition. This device shows no obvious damage. There were no t¿s returned. A small portion of suture was returned. No mechanical problem was found. This device cycles and actuates as intended. There is no apparent twisting or bending of the delivery needle. No root cause related to the manufacture of the device can be established.

Event description:
Delay reported was less than 30 minutes. A backup device was available to complete the procedure.

Event description:
It was reported t2 could not be deployed from the device. No injuries were reported.